Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking water during use and a crack was found on the chamber. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking water during use and a crack was found on the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that a crack was found at the bracket, starting from the base and towards the feedset connection of the complaint chamber. A lot check revealed no other complaints of this type for lot 110507. Conclusion: we were unable to determine the root cause of the crack, but this type of crack indicates that the crack is due to impact damage on the chamber, possibly during storage or transport. It is also possible that the extended use of 28 days has contributed to the damage. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", and "to set the appropriate ventilator alarms" in the event a leak occurs.